Manufacturer narrative:
The msc tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed four distinct holes in the silicone. Three holes are spaced relatively close together on one side of the silicone, and the fourth hole is roughly 90 degrees from the other holes. The holes range in size from .010" to .030" and are .150" to .315" above the silicone to sleeve interface. Localized melting of silicone suggests failure is due to multiple arcing events through the sleeve. Also observed were a couple of scratches on the inside surface of the silicone near the three holes. Arcing may be due to prolonged cautery in combination with damage in silicone. Engineering believes it is possible instrument collisions may have damaged the silicone on the inner or outer surface, weakening the electrical insulating capacity and creating a path for energy to escape. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument.

Event description:
It was reported that towards the end of a da vinci s myomectomy procedure, while the surgeon was attempting to cauterize tissue in the patient's abdomen, he noticed sparking coming from an area around the uterus. Upon further inspection, the surgeon located a burn mark on the patient's uterus. The surgeon immediately stopped using and the monopolar curved scissors instrument (mcs) and the mcs tip cover accessory was inspected, at that time, a hole in the mcs tip cover was noticed. The mcs tip cover was replaced and the planned procedure was completed with approximately a 15 minute delay. No additional patient harm, adverse outcome or injury was reported.